Manufacturer narrative:
The device was returned for evaluation and no biomaterial was found. The pump was hemolysis tested and past per astm f1841. Thus the root cause of hemolysis was likely due to the patient's condition.

Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old asian male patient had impella cp optical pump inserted. The patient had severe hemolysis and family decided to make do not resuscitate (dnr).